Manufacturer narrative:
Reference MFR report # 2916596-2016-01850 for the previous report of suspected thrombus. (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient presented to the local hospital with complaints of chest pain and fatigue. The patient was transferred to the implanting center with a subtherapeutic inr and was admitted for evaluation. On (B)(6) 2017, the patient was admitted for hemolysis, with an elevated lactate dehydrogenase (ldh) of 646 u/l. The patient¿s anticoagulant at the time was warfarin. It was reported that the lvad system had produced elevated pump power and estimated flow readings. The patient was started on a heparin infusion, and the abnormal pump parameters resolved. As a result of the event, the patient¿s hospitalization was prolonged. The patient has a prior history with suspected device thrombosis. No additional information was provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. A correlation between the device and elevated ldh could not be conclusively determined. The account communicated that the patient presented with chest pain and fatigue. The patient¿s lactate dehydrogenase (ldh) was noted to be high at 646 u/l, and some high lvad flows and powers were noted. The patient was started on heparin and the account reported that the abnormal pump parameters resolved. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.